Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of driveline fault alarms was confirmed through evaluation of the log files. Furthermore, evaluation of the returned portion of the driveline confirmed a compromise in one of the wires which could have contributed to the reported driveline fault alarms. The submitted system controller log files captured driveline fault alarms beginning on (B)(6) 2019 and continuing through (B)(6) 2019. These alarms continued to occur even after a system controller exchange. Despite the fault alarms, the system showed the device operation above the low speed limit for the duration of the log file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 18.5¿ along with an unattached portion of the bionate layer measuring approximately 4¿ and a portion of shrink wrap measuring approximately 2.5¿. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape, tears and twists in the silicone jacket were noted throughout the length of the driveline. Upon removal of the silicone jacket, several areas of the bionate along the length of the driveline appeared to be twisted. Breakdown of the metal braided shielding was observed in multiple areas. The bionate and shielding were removed, and examination of the underlying wires revealed elongation of the insulation of the orange wire approximately 9.25¿ from the connector. This elongation of the insulation of the orange wire indicated that the internal conductors were not intact. The observed damage appeared to be the result of fatigue due to repetitive flexing. The wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not identify any breaches. The observed compromise in the orange wire could have contributed to the driveline fault alarms that were confirmed in the log files. As of (B)(6) 2019 the patient had no further alarms following the repair. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 9 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was having multiple driveline fault alarms. Log file analysis confirmed the driveline faults. The controller was exchanged and it was confirmed the driveline fault alarms were true faults. The patient's driveline was found to be severely twisted and kinked based on photos. X-rays were reviewed technical services identified multiple areas of the external driveline that are possible areas of concern. The patient was planned to be admitted and received a percutaneous lead repair on (B)(6) 2019. No additional information was provided.